Event description:
The catheter was placed on the patient without trouble but when it was time to remove the guidewire, it was impossible because it was stuck and they use force to remove it. But a piece of the kt (french term for catheter) remained inside the forearm of the patient. The patient received and operation to remove this little piece.

Manufacturer narrative:
The product was manufactured at argon (B)(4). A review of the device history records and inspection reports, showed that the first PICC kit was manufactured according to specifications and documented work procedures. Based upon a review of the records, it was confirmed that all of the operations, materials, and testing were properly performed on the devices from the affected lot and test results showed no failures or indications of a potential problem relating to the stylet. The actual complaint sample was not returned for investigation. An un-opened unit with the stylet and catheter tubing still in the protective sleeve was returned for analysis. Testing performed on the returned sample indicated no defects. Based on the complaint description and available information in the reported incident, the cause of complaint described above could not be determined because the actual complaint sample was not returned for investigation. In addition, it was not confirmed if the issue was with the catheter tip or stylet tip. However, the potential contributions to the failure are: excessive frictional forces between the stylet and the catheter lumen due to the bend on the stylet and fast removal of the stylet causing the vein to constrict.